Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, while transecting the stomach, there was a significant bleeding at the first firing of the staple line. The staple line was clipped multiple times, and a glue was also used to reinforce to complete the case and resolve the issue.